Event description:
Related manufacturer reference number: 1627487-2022-04824. It was reported that the patient lost therapy in (B)(6) 2021. Reportedly, one lead was fractured and the other lead had migrated. As such, surgical intervention took place wherein the entire system was explanted and replaced addressing the issue. Therapy was restored post operatively. Note: investigation was unable to determine which lead fractured and which migrated.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.